Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
For 2 - 3 weeks, blood glucose level often too high (no exact blood glucose levels available). The customer assumes basal insulin is not adequately delivered. No adverse event alleged. A request was made for the return of the device.